Manufacturer narrative:
Evaluation summary: visual examination of the returned device confirmed a crack in the syringe barrel. The crack was longitudinal and approximately two inches in length. No evidence of impact or other damage was observed. It is not possible to determine if the crack occurred during manufacturing, shipping or as a result of user technique. Analysis of complaint data over the past two years reveals that cracked syringe barrel complaints occur at consistent low level in relation to the total volume of syringes produced.

Event description:
Nurse drew up solution into the syringe. She found the contents to be leaking, then realized the syringe was cracked.